Event description:
The report received from the affiliate indicated that during an interventional procedure for carotid stent placement, the distal floppy tip of the angioguard 6 mm-embolic protection device became frayed while attempting to cross the target lesion and could not maintain its shape. The physician used a second device and it became frayed also. A third device was used and the physician was able to cross the target lesion. The carotid artery target lesion (side not provided) was reported to be heavily calcified. The procedure was completed successfully. No additional info was available. There was no reported pt injury.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report# 1016427-2008-00266.